Event description:
An imris customer support service technician on-site was informed by the customer that one of the hfd100 skull clamp adaptor assembly had a crack above the screw to the point where it attaches to the hfd100 skull clamp. The crack was noticed by the customer during patient positioning, as they were tightening the component. There was no report of patient injury. Imris' device safety board concluded that investigation and root cause analysis was required. Upon return of the device to imris, a root cause investigation will be conducted.